Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose was 120 mg/dl. During a pump system check, insulin was observed exiting the infusion set tubing. The cannula was inspected and was not compromised. The customer alleged that the occlusion was due to the pump. The customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
The investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. A different device issue was identified.